Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited potential loss of capture (loc) that resulted in asystole for greater than 2 seconds. A health care professional (hcp) planned to bring the patient into the clinic on a future date for further evaluation. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that an health care professional (hcp) mistakenly programmed rv outputs lower than the threshold measurements. The patient was brought back into the clinic and outputs were increased to resolve the loc. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.